Event description:
It was reported that this artificial urinary sphincter (aus) was no longer working. A surgical procedure was performed during which the entire device was explanted and replaced. Upon explant the physician identified a hole and a fluid leak in the pressure regulating balloon (prb). The patient fully recovered, and there were no patient complications reported.

Manufacturer narrative:
Model number/catalog number: 72404131. Serial number: n/a. Batch/lot number: 1100501819. Model/catalog description: belt cuff fgs 4.5 cm iz. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100614334. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). At this time, the investigation is in progress. Once the investigation is completed the final report will be submitted.